Event description:
The following has been reported: continuous alarm/beep and cannot be operated. No possibility to read out the error. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Manufacturer narrative:
Update dates on imp f11-f13.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. The device was not received because it was repair locally. To solve the issue the cpu board have been replaced. The defective part was received in brézins for investigation. According to our analysis, nothing was noticed during external visual check. The reported event could not be reproduced during testing, no alarms or error messages were triggered, and all tests were compliant with device specifications. The fault is probably due to another component of the device. For this complaint, with the results of analysis no defect could be noted on the part following several checking/tests. No root cause could be identified, and this complaint is remain not confirmed. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not confirmed. The trend is: normal.